Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 125 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer declined to troubleshoot for air bubbles, leaks and insulin issues. Troubleshooting found that the time and date were programmed incorrectly. The customer was assisted in programming time and date. The customer called back to perform high pressure test. The insulin pump passed high pressure test. The customer was advised customer to change entire set, reservoir and insulin. The insulin pump will not be returned for analysis.